Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via the device manufacture representative regarding a patient receiving morphine (5mg/ml at 1mg/day, lot number unknown) via an implantable infusion pump. The indication for use was not reported. The hcp reported that the patient's existing pump was at end of service (eos) and the catheter was believed to be non-functioning due to the patient's complaint about minimal relief from bolus doses. Catheter access port (cap) aspiration was negative on (B)(6) 2015. The existing catheter was removed and replaced with a new untrimmed catheter to t8. Good cerebrospinal fluid (csf) return to gravity and from cap aspiration. The existing pump at eos was replaced and filled with morphine (5mg/ml at 1mg/day). A personal therapy manager (ptm) was "married" and given. The cause of the issue was unknown and no other diagnostic testing was performed. The issue was resolved at the time of this report. No other interventions took place. The replaced product was not returned, as the customer discarded. The patient's medical history was requested, but not available from the customer. It was noted that the patient was "alive - no injury". If additional information becomes available a follow-up report will be submitted.